Manufacturer narrative:
510(k): k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. However, 19 sealed devices from the lot number said to be involved were returned and evaluated. Sealed devices 1-3, 5-10, 12-16, 18, and 19: our laboratory evaluation of the returned sealed devices, from the same lot number as the used devices, confirmed the report for difficulty with deployment. The samples were function tested per protocol study for functional testing, for open/close and full deployment not on simulated tissue, to replicate a worst case scenario. The clips opened and closed but would not deploy. During the removal of the devices from the scope each of the clips detached from the housing in a closed position. Sealed devices 4, 11, and 17: our laboratory evaluation of the returned sealed devices, from the same lot number as the used devices, could not confirm the report for difficulty with deployment. The samples were function tested per protocol study for functional testing, for open/close and full deployment not on simulated tissue, to replicate a worst case scenario. The clips opened and closed, and deployed as intended, no endoscopic maneuvers were required to aid in deployment. The device history record for the lot number said to be involved was reviewed. The device history record contains a nonconformance for driver crimp failed verification, that could potentially be related to unable to deploy. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: used and sealed devices 1-3, 5-10, 12-16, 18, and 19: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Sealed devices 4, 11, and 17: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a closing of an endoscopic mucosal resection (emr) site in the colon, five cook instinct plus endoscopic clipping devices were used. There was extreme difficulty when trying to get the devices to release and took a lot of time [difficult to deploy]. The procedure was completed with these clips. Additional information received stated the clips were difficult to deploy once attached to the tissue. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.